Event description:
It was reported that a family member contacted the new charger would not stay connected, emitted constant beeping, and was unable to locate or communicate with the implant, with suspicion that the issue may be related to the implant. A reset was attempted by holding the power button for 45 seconds, and the power connection on the base was reseated, but these actions were not successful. The patient was reported to be alive with no injury, no surgical intervention occurred, and no surgical intervention was planned. The issue was not resolved at the time of the report, and the customer was notified that the product should be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.